Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 23-aug-2018. Device evaluation: the device has been returned and evaluated by product analysis on 03-aug-2018 with the following findings: a review of the black box showed evidence of unexplained power on reset events. The pump powered up with the returned battery cap to an audible tone and vibration alert, and a blank display. The battery cap was able to fully tighten. The battery cap measured within specifications.the battery compartment was cracked below the grip pad. No evidence of moisture was found inside the battery compartment. The pump case was removed to find evidence of moisture inside the pump on multiple printed circuit board components including the display flex cable and connector. The blank display was due to internal moisture contamination. The alleged "no power" event was not duplicated during investigation. The "no power " complaint was unable to be adequately investigated due to the inability to run a 24 hour basal program.